Event description:
The facility representative reported a colleague infusion pump in which the liquid crystal display screen is not attached and 2 out of 3 lines are not working. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient injury reported; however, patient involvement or medical intervention are not known. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). After further review of the complaint information it was determined that the device was damaged due to being dropped by the customer. The customer did not allege any malfunction with the device.

Manufacturer narrative:
(B)(4).per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.